Event description:
A tech reported a pt with 3+ punctate epithelial keratitis (pek) in the right eye, two days following lasik treatment, in the band from "3-9 o'clock" across flap, margin to margin. The pt reported the right eye was dry and uncomfortable with a little blur. In a f/u with a tech, she indicated the pt was told to use his topical steroid drops every two hrs on the date of the event ( (B)(6) 2014) and then return to normal postop schedule. The pt did not show for his two week postop appointment but was seen on (B)(6) 2014 and the event had resolved. Pt reported vision was much better.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l when add'l reportable info becomes available. (B)(4).